Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure in the esophagus performed on (B)(6), 2015. There were no issues noted during device set up. According to the complainant, during the procedure, the ligation unit was advanced to the esophagus and a varix was sucked into the ligator head but the handle knob got stuck and failed to turn to deploy the bands. The scope was retracted and the speedband was removed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.